Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/connect electrode belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to an open wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.